Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6), 2010. The patient was reimplanted with a new device on (B)(6), 2010.

Manufacturer narrative:
(B)(4)